Event description:
It was reported that the patient's implantable neurostimulator (ins) had been off for about two weeks because stimulation "wasn't working." The reporter stated that the patient was informed the problem was one of two things, "either a screw was loose or the wire was twisted." X-rays were taken and the patient could reportedly "clearly see that the wire was twisted." It was noted that the patient was scheduled to see her healthcare provider (hcp) on (B)(6) 2013 to get the system checked. It was later reported that the patient "failed all impedances" at her last check. This was reportedly the reason why x-rays were ordered as the hcp suspected lead migration. It was unclear if lead migration was confirmed. It was further reported that there had been previous discussions about a possible revision. It was however unclear if a revision had been scheduled yet. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had an ipg replacement with lead revision (B)(6). They programmed the patient in pacu and all impedance issues had been corrected.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # j0406540v, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).